Manufacturer narrative:
Patient and initial implantation details unavailable at the time of this report september 26, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment; subsequently the patient underwent revision surgery to remove excess skin (date not reported). The implanted device remains.